Manufacturer narrative:
The investigation into this report is ongoing. As additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator reset while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient harm as a result of the event.